Event description:
Unomedical reference number (B)(4). Event occurred in the argentina. On (B)(6) 2024, it was reported that one infusion set got damaged as got insulin flow blocked alarm and alarm occurred during priming. The insulin exited the tubing by rewinding pump and reinserting the reservoir. No further information available.